Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: bi-500-01093, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and analysis brought, that config.xml file on the image acquisition system (ias) computer and it was found to be corrupted. A backup file was installed and the issue was resolved. The systems functions were checked and it was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the device shows on pendant "system booting." After several reboots the issue doesn't resolve. No patient was present at the time of the event.